Event description:
It was reported saline leaked from the handle of the catheter. The procedure was completed using another catheter from the same production lot with no adverse consequences to the pt.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).